Event description:
It was reported "device was being placed in patient room. Clinician felt resistance while threading, pushed passed resistance then decided to retract entire device. Catheter material was dislodged in patient." (B)(6)2020 - additional information received stated, "clinician was bedside placing pg pro 18g x 10cm. Went to deploy catheter, fought resistance while advancing, decided to pull back catheter, then felt a ¿tug¿. From there clinician decided to pull out entire product from patient and when removed saw there was part of the catheter missing (left in the patient)." It was stated that the vascular surgeons were working on a plan to remove.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken powerglide catheter was confirmed and the cause was use-related. The product returned for evaluation was a 18ga x 10cm powerglide midline catheter. The sample exhibited usage residues throughout. The catheter terminated 6cm from the molded joint. The break surface appeared irregular. Microscopic inspection of sample revealed a tapered break profile. The fracture surface was partially granular and partially glossy. A longitudinally aligned score mark was observed on the inside surface of the catheter leading into the glossy region of the fracture. The catheter break features were consistent with shearing the catheter against the needle tip. Such damage can occur if the catheter is drawn against the needle tip or if the needle is re-inserted following catheter advancement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ a lot history review (lhr) of redv1087 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv1087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "device was being placed in patient room. Clinician felt resistance while threading, pushed passed resistance then decided to retract entire device. Catheter material was dislodged in patient." On 04/01/2020 - additional information received stated, "clinician was bedside placing pg pro 18g x 10cm. Went to deploy catheter, fought resistance while advancing, decided to pull back catheter, then felt a ¿tug¿. From there clinician decided to pull out entire product from patient and when removed saw there was part of the catheter missing (left in the patient)." It was stated that the vascular surgeons were working on a plan to remove.